Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that the therapy was turning off by itself. The consumer initially reported that the patient programmer (pp) was not functioning and reviewed patient was able to sync and connect to the implantable neurostimulator (ins) but then stated that when the patient pressed the gray button the screen goes back and wont move back. When asked to troubleshoot pp showed charge implantable neurostimulator (ins) warning screen. The consumer stated that the patient connected implantable neurostimulator recharger and showed full coupling. Product service specialist (pss) reviewed the difference between coupling bars and battery level. The patient reviewed she would turn stim on and stim would turn off later that day. The consumer mentioned a previous charge session was 8 hours. Pss reviewed that general charge time was based on coupling and if patient was not charging ins battery that would explain why ins was turning off. Pss recommended charging ins and calling back to further troubleshoot pp screen and ins turning off. The ins battery was too low to troubleshoot. No further patient symptoms or complications were reported in this event.